Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the patient had blurred vision and an unexpected postoperative refractive outcome. In a follow up, an opthalmic assistant reported that the iol was exchanged for another lens and the events resolved. The surgeon does not blame the iol for the event.